Event description:
It was reported that only the power "on" button was functional. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and replicated the reported event and confirmed that only the "on" button operated. Physio replaced the large keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced keypad but could not determine root cause because the observed malfunction could not be replicated.